Manufacturer narrative:
A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufactures instructions, drawings, and quality control procedures were conducted, no gaps were discovered. Based on the information provided and no product returned, investigation has concluded that the cause of this event cannot be traced to the device, but can be traced to the patient¿s anatomy, as the device was used to treat a highly calcified lesion. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number = k161801. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a peripheral intervention procedure of a female patient's highly calcified lesion, the crosscath support catheter broke in half upon removal from the patient. The complaint device became "stuck," subsequently breaking off in the superficial femoral artery. The broken portion was successfully removed using a snare device the following day. There were no patient adverse effects. The patient was reported being "ok". The complaint device will not be returned to the manufacturer to aid in the investigation.